Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a jaw detachment failure. Functional testing found that the insulation tip on the jaw was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture. The device was plugged into an generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, the device's tip was damaged. The tip was found to be chipped, and the metal part was found to be exposed. Sufficient washout was performed, and it was judged that there was nothing fell into the body. There was no patient injury.